Event description:
The customer stated that, the rubella igg reagent calibration failed with error code 1018: calibration check failure, cal a, results too high, and error code 1001: assay calibration failure, rubella g, on the axsym analyzer. The abbott field service engineer (fse) inspected the probes and tubing and calibrated both probes. The fse attempted to recalibrate but it failed again. The fse then centrifuged the calibrator, replaced the negative control and recalibrated successfully. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.